Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: a1. Additional information added to fields d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation for the event of "front panel freezes", as printed circuit board failure was confirmed, it is presumed that front panel freezes occurred due to printed circuit board failure. Based on the results of the investigation for the event of "no image", as printed circuit board failure was confirmed, it is presumed that no image occurred due to printed circuit board failure. The event can be detected/prevented by following the instructions for use: olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center device panel was frozen; there was no video signal. The issue occurred during preparation for use. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.